Manufacturer narrative:
On october 13, 2020, mentor became aware that the patient is undergoing an implant exchange due to capsular contracture; baker grade unknown and the fact that she has textured implants on (B)(6) 2020. The replacement implants¿ model number and serial number will be sent at the time of surgery. A supplemental report will be submitted when additional information is received. Field h6 for patient code has been updated to capsular contracture on this form. Reason for device explant and/or reoperation: right side capsular contracture; baker grade unknown. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 11, 2020, device evaluation was completed. Device evaluation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that patient experienced bilateral baker grade iii of the reported capsular contracture. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 11, 2020, mentor became aware that patient's date of birth is on (B)(6) 1966. Hence, field a2 on this form has been updated to on (B)(6) 1966. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 25, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right side patient dissatisfaction with procedure outcome. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent unspecified breast surgery with a 395cc mentor memoryshape breast implants on both sides and expressed dissatisfaction with the procedure outcome postoperatively. As a result, the patient has scheduled bilateral explantation and replacement surgery with silicone breast implants for (B)(6) 2020. This report is for the patient¿s right-sided device.